Manufacturer narrative:
The status of the lens was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the trailing haptic of a pcb00 22.0 diopter intraocular lens (iol) wasn''t captured by the plunger during implantation and got stuck/wedged between the plunger and cartridge. Damage was also noted on the inferior side of the cartridge. Reportedly, the doctor used a 0.12 forcep in his left hand while keeping the injector in the eye to physically extract the trailing haptic from the cartridge, which delayed the surgical procedure by a couple of minutes. There was no patient injury other than stress to the cornea due to the manipulation. Furthermore, the tip of the cartridge appeared damaged upon insertion. Visual acuity, post-operatively less than one week after surgery, was excellent at 20/20, but the cornea took slightly longer than normal to heal. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/16/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed and showed the lens from the pre-loaded system was stuck at the cartridge tube (near the tip). The trailing haptics were observed crimped and jammed by the push rod tip. The cartridge tip was observed deformed. Evidence of viscoelastic residue was observed on the cartridge tube, tip and loading zone. The condition observed in the sample is consistent with a unit that has been prepared for surgical use. The reported issue as ¿cartridge damaged, stuck in cartridge, tip deformed¿ were verified on the return. However, the reported ¿trailing haptic not folded¿ was not confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.